Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided."

Event description:
It was reported that the (rv) right ventricle lead dislodged, subsequently the lead was repositioned post implant procedure. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.